Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The device presented no image. Additionally, the focus ring had thin cracks and the rear cover labels were erased. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the 4k camera head had a bad image. The issue was found during preparation for use. The same device was not used to complete the intended procedure. There was no surgical delay and no patient harm reported. During the evaluation of the device, it was noted the cable unit was broken/faulty which caused no image to appear. This report is to capture the reportable malfunction of the faulty/broken cable unit which caused no image to appear, noted at estimation.